Event description:
It was reported that balloon rupture occurred. The chronic totally occluded, 100% stenosed target lesion was located in moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation and was inflated twice at 6 atmospheres for 5 seconds. However, during the third inflation at 6 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded, 100% stenosed target lesion was located in moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation and was inflated twice at 6 atmospheres for 5 seconds. However, during the third inflation at 6 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic inspection showed a kink of the inner tube 3 cm from the tip. The hole was next to the kink and looked consistent with damage caused by a guidewire perforating the inner tube. A rupture of the balloon was confirmed approx. 1.3 cm long over the distal marker band. Device analysis determined the condition of the returned device was consistent with the reported information of a hole/perforation.